Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction of the ultram18 catheter. He used "may" brands over six years and the cure brand has been the best for him.

Event description:
Intermittent catheter patient (user) said he was diagnosed with a urinary tract infection (uti) concurrent with catheter use and the doctor gave him a prescription. During follow-up, the patient said he took a course of ciprofioxin prescribed by his doctor and recovered fully.